Event description:
It was reported that when using the bd pyxis¿ es refrigerator door was failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed. A field service engineer (fse) troubleshot the issue with fridge that was not communicating. The fse found the network cable to fridge was damaged. So, the fse replaced the damaged cable unit, after that the fridge was communicating. The system functioned as intended after the field service engineer repaired the device.